Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that the m540 didn't alarm when the measured ibp value was higher than the alarm setting. No adverse patient impact was reported.

Manufacturer narrative:
The reported issue could be confirmed from the log files. It was found that the alarms were suppressed after the ibp pressure was zeroed and they did not re-arm after 30 seconds when they should have. It was found that the root cause of the issue is consistent with a race condition that can occur if the m540 is put into standby, and the hemo pod is then immediately connected. If the ibp pressure is zeroed after this workflow, the 30 second timer never decrements, causing the alarms to never get unsuppressed resulting in the issue. A field action has been released for this issue.

Event description:
It was reported that the m540 didn't alarm when the measured ibp value was higher than the alarm setting. No adverse patient impact was reported.